Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked. This occurred during patient use. The infusor was filled with an unknown amount of an unknown drug. It was stated that the tubing come off from the housing. There was no patient injury or medical intervention associated with this event. No additional information is available.